Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Analysis revealed that the exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that right ventricular (rv) lead had high impedance and was suspect of a possible fracture. During lead replacement, the pocket was opened up and there was a greater than 90 degree bend in the lead distal to the suture sleeve. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.